Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported that the aortic neck had no angulation. The aortic neck was 23-24 mm in diameter and 2.5 cm in length. The act was at 249, (it was checked twice during the procedure and it was the same) the amount of heparin is unknown. The stent graft system was implanted without issue. The physician elected to implant four staples in the proximal portion of the bifurcated stent graft, an angiogram was not performed prior to implanting the staples. The final angiogram revealed an alleged type iii endoleak, fabric coming from the mid portion/flow divider of the endurant bifurcated stent graft. The physician elected to reline the endurant stent grafts with three devices from another manufacturer above the flow divider inside of the bifurcated stent graft and two iliac limbs bilaterally in the ipsilateral and contralateral iliac stent grafts, and modeled the stent grafts with a reliant balloon. The angiogram revealed that there was still an unknown endoleak present. The physician convert the stent graft to an aui (aorto-uni-iliac), another manufacturer¿s bifurcated stent graft was implanted up the right side and a medtronic occluder device was implanted on the left side. The physician performed a femoral to femoral by pass. The final angiogram revealed there was still an unknown endoleak, blushing. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (unknown cause of event).